Event description:
It was reported that the patient underwent a c1-c2 fusion using pedicle screw fixation and rhbmp-2/acs. At an unknown time post-op, the patient presented with asymptomatic pseudoarthrosis.

Manufacturer narrative:
(B) (4). Pseudoarthrosis. Literature article citation: aryan et al. Stabilization of the atlantoaxial complex via c-1 lateral mass and c-2 pedicle screw fixation in a multicenter clinical experience in 102 patients: modification of the harms and goel techniques. J neurosurg spine 200; 8:222-229. A review of the device history records for these devices was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.